Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2018) is considered to be a best estimate. This emdr was submitted to represent the bard soft mesh (device #2). An additional supplemental emdr submitted to represent the bard/davol mesh ¿ composix kugel (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2005 ¿ patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of composix kugel mesh. Per operative notes, ¿large scarred hernia sac was identified, dissected circumferentially and removed. A composix kugel mesh was placed for the repair and secured with sutures.¿ on (B)(6) 2018 - patient was diagnosed with recurrent symptomatic incisional hernia thereby underwent laparoscopic converted to open repair with bard soft mesh (device # 2). Per operative notes, ¿the loops of small bowel adherent to the mesh (device #1) were removed. The old mesh (device # 1) appeared to be intact. The sac was dissected circumferentially and resected. The fascial defect closed with sutures and bard soft mesh (device #2) was placed and secured circumferentially with sutures.¿ on (B)(6) 2018 - patient was diagnosed with recurrent incisional hernia and small bowel obstruction and adhesion thereby underwent open repair with removal of previously placed mesh (device # 1 and # 2) and implant of synthetic mesh. Per operative notes, ¿the small bowel was seen adhered to the mesh. The interloop adhesions and kugel mesh (device # 1) was removed and sutured. The fascial defect of the recurrent hernia was encountered, and recently placed mesh (device # 2) was excised. The defect was closed with sutures and synthetic mesh was placed over the incisional hernia repair and sutured.¿